Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suction loss while laser firing on the right eye. The account reported it was a gripper issue with intralase patient interface (pi). It was noted that one (1) flap/ring was replaced and the surgery was completed successfully by switching out the pi. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two (2) and it pertains to right eye.